Event description:
It was reported that there was a pocket revision. It was further reported that a revision was performed because, the patient was complaining of it hurting and being too shallow. It was unknown when it first occurred or of any diagnostic testing that was done. It was noted that the patient stated the new pocket was much better in ¿pacu.¿

Manufacturer narrative:
Product ID 3888-33, lot# va06mg2, implanted: 2013 (B)(6); product type lead product ID 3487a-56 lot# v714604, implanted: 2013 (B)(6); product type lead product ID 3487a-56 lot# va047za, implanted: 2013-10-16 product type lead product ID 3888-33, lot# va06mg2, implanted: 2013 (B)(6); product type lead product ID 3888-33, lot# va06mg2, implanted: 2013 (B)(6); product type lead product ID 3487a-56, lot# va047za, implanted: 2013 (B)(6); product type lead product ID 3487a-56, lot# v714604, implanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 97740, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).